Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit took too long to heat. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was confirmed by the user facility's biomedical engineer. Technical support advised the biomed that the cold valve may be stuck open allowing cold water to flow during the heating cycle. The biomed found the value was clogged. The biomed cleaned out the valve and restored the unit to full functionality. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.